Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that after implantation the patient experienced pain, erosion, extrusion, bleeding, infection, dyspareunia, vaginal scarring and urinary problems. Debridement surgery was performed on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures, including a transvaginal periurethral exploration and debridement of the mesh on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, dyspareunia and vaginal scarring. The patient underwent left periurethral debridement of foreign body mesh on (B)(6) 2008 due to mildly eroded left periurethral foreign body mesh.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced low back pain, hot flashes, bladder incontinence, and sleep issues.

Event description:
It was reported that following insertion the patient experienced low back pain, hot flashes, bladder incontinence, and sleep issues.

Manufacturer narrative:
(B)(4).